Event description:
A medtronic representative reported that, while in a spine procedure the navigation system camera displayed the message localizer not connected and showed a red x on the camera icon. There was only an amber light on the camera. The camera stopped working properly while moving reference for another o-arm spin, not during active navigation. In trouble-shooting, a system re-boot did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight provided.

Manufacturer narrative:
Patient identifier and patient weight were not made available from the site. RMA issued. Replacement camera shipped to site 08/08/2014. Medtronic investigation of suspect camera, returned on (B)(4) 2014, finds the returned psu has significant dents on both ends of the housing as well as many scuffs. A check of the event log showed many incidents of the illuminator current moving in and out of range dating back to (B)(4) 2014. Was not able to perform an aak test due to the failure light coming on indicating another illuminator current failure. Electrical system fault code - illuminator current out of range - directly caused event. RMA issued. Replacement camera ext cable shipped to site (B)(4) 2014. Medtronic investigation of suspect cable, returned on (B)(4) 2014, finds no fault - did not cause event. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.